Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. The damage to the electrode belt cable occurred after the treatment was delivered. It is likely that the damage occurred when ems was removing the device from the patient.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once during the event. The patient's daughter found the patient unconscious and the lifevest was alarming. Ems arrived, removed the lifevest, and transported the patient to the hospital. The patient passed away in the hospital. At 04:34:40 the lifevest detected asystole. CPR artifact was visible in the downloaded ECG data. The lifevest delivered a treatment at 04:55:58 during asystole. CPR artifact contributed to the false detection. The patient was in an idioventricular rhythm after the treatment. Motion artifact was evident after the treatment was delivered. Device download data indicates that the electrode belt cables were damaged at approximately 05:35. The damage likely occurred while ems was removing the lifevest from the patient. See additional MFR narrative for the investigation of the electrode belt. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. No deficiencies were alleged against the lifevest.